Manufacturer narrative:
(B)(4). Approximate age of device - 9 months. The pump was not explanted and an autopsy was not performed. A correlation between the device and the reported event could not be conclusively determined. Bleeding, stroke, and neurologic dysfunction are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on 11/20/2014. It was reported that the patient was admitted to the hospital from 08/08/2015 to 08/20/2015 for an ischemic stroke that was treated with a heparin infusion. The patient was re-admitted from (B)(6) 2015 due to a hemorrhagic stroke. Surgical intervention was not pursued due to the anticoagulation requirements associated with lvad therapy. The patient was discharged to a rehabilitation facility after hospitalization. On (B)(6) 2015 the patient experienced a recurrence of hemorrhagic stroke. The neurological status worsened, and a CT scan revealed massive bleeding in the left ventricle of the brain. Inr values were not provided and lvad data was not submitted for review. The patient expired on (B)(6) 2016 after support was withdrawn. It was reported that the vad coordinator believed the event was therapy related and not pump related. No additional information was provided.